Event description:
Customer was found unresponsive. When the wife used the adc meter, she received a reported blood glucose of 105 mg/dl. Upon arrival of the paramedics, a hcp meter was used to obtain a reported blood glucose of 20 mg/dl. The customer was taken to the hospital and treated for severe hypoglycemia with IV therapy. Further course of treatment is unk.

Manufacturer narrative:
The product has been returned. It will be investigated and a follow up report will be submitted.